Event description:
It wass reported that proultra endo tip separated in a patient's tooth while attempting to prepare a poot space. The spearated tip was retrieved.

Manufacturer narrative:
In this incident, a proultra tip #5 separted in a patient's tooth. Thogh the separated tip was retrieved and there was no report of patient injury, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr. James gutmann). Therefore, this event is reportable to FDA per 21 crf part 803. The device was returned, visually inspected, and found to have separated approximately 14mm from the bend.